Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on with a blood glucose level of 586 mg/dl. The customer felt symptoms of vomiting. The customer was treated for their blood glucose with bolus and syringes. The customer stated that the incident was caused by bent cannulas. The customer was advised to change their sets.